Event description:
Per the clinic, the patient experienced performance decrement, intermittent function with device and poor retention issue. It was also reported that patient experienced trauma at implant side. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026. During the procedure, magnet dislodgement was noted, with the magnet found outside of the pocket (specific date not reported). Additionally, the silastic pocket was observed to be torn. The patient was reimplanted with another cochlear device during the same surgery.